Event description:
It was reported that the preventive maintenance, it must have the tank fill sensor checked in an arctic sun device. Per review of wo on (B)(6) 2025, there was no patient involvement. Per follow up information received via mail on (B)(6) 2025, after the onsite visit, technician considered that the device needs to be sent to their facilities. They were sending a new device as replacement and would recover, after the damaged one. They create a wo for this matter, wo-(B)(4). Per sample evaluation results received via task on (B)(6) 2025, it was reported that it was detected that the device did not cool.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller pump. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. During the previous inspection, the chiller pump was replaced, but this did not resolve the issue. The customers chiller pump is damaged. Chiller pump was replaced. Chiller pump spare part was found to be damaged. Chiller pump was replaced with an extra one to solve the problem. The device is then calibrated and tested, passing all tests correctly. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Correction: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the preventive maintenance, it must have the tank fill sensor checked in an arctic sun device. Per review of wo on 14jul2025, there was no patient involvement. Per follow up information received via mail on 21jul2025, after the onsite visit, technician considered that the device needs to be sent to their facilities. They were sending a new device as replacement and would recover, after the damaged one. They create a wo for this matter, wo-(B)(4). Per sample evaluation results received via task on 31jul2025, it was reported that it was detected that the device did not cool.